Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the distal cover was insufficiently attached to the endoscope. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: chapter 4 section (4.1) detection. Operation manual: chapter 3 section (3.5) prevention. This supplemental report includes a correction to h8 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera elite duodenovideoscope was being used with maj-2315 and the tip cover fell off when it was pulled out of the patient¿s mouth, the tip was recovered without any problems (removed by hand). The device was inspected prior to use, the issue was found during a diagnostic endoscopic nasobiliary drainage (enbd) procedure, which was completed with the same device, the procedure was not delayed and there was no patient impact or additional anesthesia required. There were no reports of patient harm or health hazards to the patient.